Event description:
Constraint insert and head dislocation happened after 6 months of the surgical cases. Doctor report: disengagement of the outer shell of bipolar out of the well-fixed liner which did not show any signs of wear or impingement. The hip just dislocated without excessive flexion or internal rotation. No trauma.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.